Manufacturer narrative:
Device passed displacement test and self test. No unexpected frozen screen anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had frozen display. The customer¿s blood glucose level was 200 mg/dl. The customer also reported that the frozen display was recurred within 2 hours. The customer also reported that they were unable to replace battery immediately after receiving the low battery alarm. The customer was assisted with troubleshooting for frozen display. The customer was advised to replace the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.